Manufacturer narrative:
The revision reported was most likely the result of insufficient tensioning in the joint and subsequent instability, requiring revision to alternative modular components to increase stability of the joint. However, this cannot be confirmed as no first-hand details were provided and the devices were not available for evaluation.

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): 320-10-05, (B)(4) - equinoxe reverse tray adapter plate tray +5; 320-15-05, (B)(4) - eq rev locking screw; 320-20-00, (B)(4) - eq reverse torque defining screw kit; 320-42-00, (B)(4) - equinoxe reverse 42mm humeral liner +0.

Event description:
As reported, approximately 1 week postop the initial right shoulder implant, a revision was completed due to loosening. Surgeon revised the implants to stabilize the joint. Patient was stable leaving the or. Devices will not return due to hospital policy.